Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient got a spinal infection probably 3 weeks before (B)(6) 2016. The patient said their healthcare provider (hcp) had to cut their back open to let the fluid come out and then they put the patient on the pump to get the infection out. The patient had to turn off stimulation during the time the pump was being used. The pump was used again in (B)(6) 2017 and the device wasn't used during this time either. No further complications were reported.